Event description:
It was reported that during ba (basilar artery) severe stenosis recanalization procedure in the patient with pre-existing condition and receiving double antibody + statins treatment, after placement of the subject guidewire to pass the lesion, the microcatheter was tried to advance over the guidewire. But after reaching to the right subclavian artery (sca) the microcatheter could not pass the lesion. According to the physician the anatomy and/or location of intended area of treatment may have contributed to the reported event as the subject micro guide wire couldn't move/it couldn't be pulled back when withdrew. So the physician tried to withdraw the guidewire together with the microcatheter but still failed, so the operator twisted the guidewire and the guidewire was fractured 30cm from the distal end and left in the patient's vessel and the physician was not able to complete the procedure successfully. In the physician¿s opinion this adverse event was cause by the fracture of micro guidewire and resulted in inpatient hospitalization or prolongation of existing hospitalization of the patient. The patient is in mild coma. Patient outcome is ongoing.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a ba (basilar artery) severe stenosis recanalization procedure, while advancing the microcatheter (echelon-10) over the subject guidewire after reaching the right sca (subclavian artery) the microcatheter could not pass the lesion. The operator tried to withdraw the subject guidewire but it failed. When the operator attempted to withdraw it by twisting, the subject guidewire was fractured and left in the patient's vessel. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the guidewire tip was shaped 45 degrees, the patient's anatomy was moderately tortuous, there was 98% stenosis and calcification at the lesion where the issue occurred, and no excessive force was used. In the case of this complaint, it is possible that torqueing the device in difficult anatomy (severe stenosis) may have contributed to the reported event. However, this could not be definitively determined from the investigation as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint with as reported issue of un-retrieved device fragments, guidewire broken/fractured during use, guidewire difficult to remove/withdraw from catheter, catheter has difficulty tracking over guidewire, and patient neurological deficit.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during ba (basilar artery) severe stenosis recanalization procedure in the patient with pre-existing condition and receiving double antibody + statins treatment, after placement of the subject guidewire to pass the lesion, the microcatheter was tried to advance over the guidewire. But after reaching to the right subclavian artery (sca) the microcatheter could not pass the lesion. According to the physician the anatomy and/or location of intended area of treatment may have contributed to the reported event as the subject micro guide wire couldn't move/it couldn't be pulled back when withdrew. So the physician tried to withdraw the guidewire together with the microcatheter but still failed, so the operator twisted the guidewire and the guidewire was fractured 30cm from the distal end and left in the patient's vessel and the physician was not able to complete the procedure successfully. In the physician¿s opinion this adverse event was cause by the fracture of micro guidewire and resulted in inpatient hospitalization or prolongation of existing hospitalization of the patient. The patient is in mild coma. Patient outcome is ongoing.